Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was inoperable. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Ipg was reported under manufacturer report number 3006705815-2022-14857.

Event description:
Ipg was reported under manufacturer report number 3006705815-2022-14857.